Event description:
The us complainant had a cp pump support initiated for a patient admitted in acute myocardial infarction/cardiogenic shock. The pump was supporting when the team observed signs of hemolysis. The patient expired with care withdrawal prior to any intervention for the hemolysis. The support had been for 37 hours.

Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the patient presented signs of hemolysis. The patient had decreased urine production and the color was noted to be changed. The team discussed care escalation and swan placement. Swan placement would have allowed for better hemodynamic monitoring. Neither of these measures (escalate/swan) were taken. The pump was repositioned as the pump was very close to the mitral. No other interventions were noted for the hemolysis. It was noted that care was withdrawn and the patient expired after 37 hours of support and without intervention taken for the hemolysis.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed the pump passed all post sterile inspection checks. The device was not received for evaluation. Data logs were reviewed. No motor current spike was observed. Impella position in ventricle alarmed at p-2 and end of the case. No clear evidence was observed from reviewing the logs. As clinical details stated that the device was very close to the mitral valve and left shallow in attempt to free pump from papillary muscle, the root cause of the hemolysis was most likely improper positioning due to improper technique. Corrected information provided in b5 and h10.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. The root cause of the hemolysis issue most likely was improper positioning due to improper technique. G1 reporting contact email was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25289. G1 manufacturing site fax number was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25289.